Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during a permanent implant procedure on (B)(6) 2022, one percutaneous lead was stuck in the extension, as a result, the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of lead stuck during implant was confirmed. As received, terminal end electrode was broken inside the extension header. Setscrews need to be loosened before removing the lead. The electrode was lock by the setscrew. The root cause is consistent with explant technique.